Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator ECG rhythm was not displayed and showed a broken dotted line and not a heart rhythm. The patient died. The patient death was reported in MDR 1218950-2015-05325.